Event description:
A report was received that alleged the tracheostomy tube was leaking at the cuff after one day in situ. According to the reporter, the tube was exchanged when the pt was found to have developed respiratory distress due to the leakage at the cuff. The reporter stated that there were no further adverse effects to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.